Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 95% stenosed lesion was located in the mildly calcified, moderately tortuous proximal to mid left anterior descending (lad). The 3.5x28mm veriflex stent delivery system was unable to cross the lesion. When the device was removed from the patient stent damage was noted. The procedure was completed with another manufacturer's device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)